Event description:
It was reported hcp had difficulty filling or aspirating the reservoir. Hcp was refilling the patient's pump and they pulled the old drug out of the pump and were filling the pump. They had 10cc's left to fill and it locked up. Hcp questioned if they should be able to aspirate the rest out; there was about "20 cc's of unaccounted drug that he can't find". The patient experienced palpitations. The pump was delivering morphine and ziconotide. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).